Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual rise in shock lead impedances from normal, within limits values to high, out of range values. No noise or threshold changes were observed. A defibrillation threshold test and changeout were recommended. According to the field representative, the patient will continue to be monitored and no changes or procedures have been done. The rv lead remains in service. No adverse patient effects were reported.